Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit did not function and the motor on the device seized, moved heavily and was jammed. It was also observed that the trigger was blocked, jammed and moved heavily, the control was defective, the motor was stiff and there was a click on the pusher. It was further determined that the device failed pretest for check power with test bench, min.67.5 to 110 w, check the function with epd-console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of this report was reported as may 9, 2018 in the initial report and has been updated to jun 11, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: b5: it was reported in the initial report that there was a click on pusher. This has been updated to "trigger hook." The date received by manufacturer was documented as june 14, 2018 in the initial report. This has been updated to june 11, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.